Event description:
The manufacturer received information alleging a ventilator service required alarm occurred indicating the internal or detachable li-ion battery was not charging due to a hardware fault for greater than or equal to 1 minute. There was no patient involvement, and or harm or injury reported. The device has not yet been returned to for evaluation and repair. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was sent to bench for repeated error code e-59 indicating battery charging errors, which were verified in the downloaded error logs. Through device testing, the internal battery was proven to be the root cause of the ongoing battery charging issues. The internal battery was replaced, and the software was updated to the latest version 1.06.15.00. The device passed performance verification after repair.